Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that a mother reported her daughter has had the tampon strings break upon removal. They were able to manually remove the tampons. Her daughter experienced recurring itching with foul odors after her cycle and has treated with monistat.